Event description:
The user facility reported a blood leak coming from the arterial head of the dialyzer during treatment. Reportedly, about two drops of blood dropped down the side of the dialyzer and onto the floor. The leak was not coming from the connection to the hansen. The fibers looked normal upon informal inspection. Treatment was immediately stopped and successfully resumed and completed on the same machine with another of the same type of dialyzer. Estimated blood loss 10 mls or less. Pt was asymptomatic and was fine without any medical intervention. Sample available.

Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.